Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid temperature delivery verification test. No patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) - heater bag temperature failed performance specifications - fluid delivered out of specifications. The device was evaluated by the product analysis lab (pal). An internal inspection of the door assembly revealed that the copper mesh located within the vsx (volumetric standard x) cups did not have enough thermo compound and is not making adequate contact within the vsx caps to insure thermo transfer. Adequate contact is needed to ensure that the copper mesh and surrounding air are the same temperature as the fluid being delivered. The cause for the rite test failure was determined to be insufficient thermo compound on the copper mesh. Device will be sent to servicing. Scrap the copper mesh.